Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a filter retrieval procedure using a flexor raabe guiding sheath, it appeared that part of the inside coating had sheared off. "The filter was being used for retrieval via jugular access." It was reported that no coating remained and the patient had no adverse effects due to this occurrence.

Manufacturer narrative:
A review of the compliant history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, review of specifications, and visual inspection of the returned device was conducted during the investigation. One used flexor raabe guiding sheath was returned in a used condition. A kink is noted 47.5 cm from the proximal end. A second kink is noted 12.1cm from the proximal end. 50.2cm of delamination is present. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been previously initiated to address this issue. Monitoring will continue to be performed for similar complaints.